Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed power supply assembly and determined that the cause of the reported failure was due to a shorted and burned capacitor, designator c58 from the power pcb, which is part of the power supply assembly.

Event description:
The customer reported that their device would no longer power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control has been unable to get in contact with the customer regarding the reported failure. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.